Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a partially broken battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/21/2023 to 05/23/2023. There was no data available to verify unexpected pump errors/alarms 2 days prior to the event date 03-jul-2023 in the formatted history file. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on 5/23/2023 at 4:29:28 pm, 5/23/2023 at 4:30:05 pm, 5/23/2023 at 4:30:21 pm and 5/23/2023 at 4:30:25 pm with variable (0c). Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack along the battery compartment. No further information was provided. Troubleshooting could not be performed. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump and the device was returned for analysis.